Event description:
Failed no sensor [device issue]; no adverse event. Case description: on (B)(6) 2015, it was reported by a company rep that inomax (B)(4) was waiting for pickup and it was found tagged with a note stating "delivery failure alarms". The device issue had not been previously reported to the company and it is unk as to whether the device was on a patient at the time of the device issue. The customer did not report an adverse event with this device. Inomax (B)(4) was removed from service and returned to the company for service investigation. Case comment: on (B)(4) 2015; this is a non-serious post marketing report involving an inomax delivery device dsir. No adverse event was reported. The case is considered reportable because a previous, similar device failure (delivery failure due to nitric oxide low counts calibration above maximum) had been associated with serious adverse patient consequence (index case MDR#: 3004531588-2013-00022).

Manufacturer narrative:
Device issue with inomax (B)(4). The device investigation was completed on 04/24/2015. Inomax (B)(4) was returned to the MFR for service investigation. The regional service ctr (rsc) review of the service log confirmed the reported complaint of a delivery failure (df) alarm. The df was due to monitored nitric oxide (no)>absolute max of 100 parts per million (ppm), actual value: 101. The service log review also revealed a failed no cell alarm, which immediately followed a failed low no cell calibration with high point: 1115 counts, low point: 1713 counts. Elevated low point counts during the calibration are consistent with the misbehaving no cell with the elevated counts possibly contributing to the delivery failure that occurred prior to the failed low calibration. The rsc did not experience a df alarm during performance testing. The rsc experienced a failed no cell alarm at boot up, performed high/low calibrations to clear the alarm and replaced the no cell. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool the root cause for this report was no calibration low counts above maximum. This condition will be tracked and trended under the company's quality system. Although the customer did not report an adverse event with this device, this report is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR#: 3004531588-2013-00022).